Manufacturer narrative:
A ge biomed performed a checkout of the equipment and confirmed the reported complaint. The caster was reseated. No report of patient involvement.

Event description:
The hospital reported the caster came off the anesthesia machine. There was no report of patient involvement.